Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 24465000, 00599604012 - lps art surf ef 5-6/grn 12 - 60005002, unknown - unknown patella - unknown, 00596009900 - taper stem plug - 60020838. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - femur. Visual examination of the returned products identified the femoral component to have signs of being implanted with scratches and foreign material on the distal surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. Review of the medical records identified: increased pain and instability, loosening of the femur and tibia and breakdown of the polyethylene, wear to patella, polyethylene fractured at post. However, review of the radiographs identified: no obvious periprosthetic lucencies or loosening. No suspected hardware fracture. Alignment appears normal. Bone quality appears normal. No joint effusion. No asymmetric soft tissue swelling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00131.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient was revised approximately 20 years later due to pain, instability, and loosening. During the revision, it was noted that the polyethylene fractured. All components were exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 24465000. Unknown - unknown articular surface - unknown. Unknown - unknown patella - unknown. 00596009900 - taper stem plug - 60020838. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00807, 0001822565-2023-00809, 0001822565-2023-00810.